Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced tenderness and pain at the ipg site due to the ipg protruding. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their pocket relocated. Issue has been resolved.